Manufacturer narrative:
Initial.

Event description:
It was reported that a user on week two of ilet therapy experienced persistent hyperglycemia after changing infusion supplies, with no device alerts and with troubleshooting confirming proper infusion set insertion, secure tubing connections, and successful priming; the user reported no meal announcements and a history of insulin antibodies that could be affecting glucose levels. Symptoms included elevated blood glucose. Outcomes included the need for additional training and education without hospitalization. Investigation included product troubleshooting with confirmation of correct setup and observed insulin drops during fill tubing, as well as review of user technique and site condition. Investigation of this case revealed no device malfunction or component damage, with the infusion set and pump functions appearing normal and the cause of hyperglycemia remaining unclear, possibly influenced by clinical factors such as insulin antibodies or missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.